Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leak coming from the waste drain hose connector on unicel dxi 800 access immunoassay system. The customer stated that the users had proper personal protective equipment. There was no report of injury or exposure to hazardous liquids.

Manufacturer narrative:
Service was on site on (B)(6) 2011. The field service engineer (fse) found and replaced a broken quick disconnect fitting. The fse verified the system performance to the published specifications. Hardware was the root cause of this event.